Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle would not retract after use. The date/time and or patient information is unknown. The following information was provided by the initial reporter: after used, the needle didn't retract even pressed the button.

Manufacturer narrative:
H.6. Investigation summary: the defect needle retraction failure; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Ha device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle would not retract after use. The date/time and or patient information is unknown. The following information was provided by the initial reporter: after used, the needle didn't retract even pressed the button.